Manufacturer narrative:
No imaging could be provided for evaluation. Visual observation of the returned device shows a fractured distal tip. Excessive force to reduce and rotate the rod into position may be a contributing factor to the fracture; however, an exact cause of the reported issue could not be determined.

Event description:
It was reported that during surgery the tip of the instrument was broken and left in the patient.